Event description:
It was reported that the patients spinal cord stimulation (scs) lead was damaged following a revision procedure (MFR number 3006630150-2024-07261). The patient underwent lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per facility policy.